Manufacturer narrative:
Insulin pump received with blank display due to interface board broken solder joint. Pump received with cracked display window corners. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that display screen was blank. Customer's blood glucose was unknown. Customer was advised that insulin pump would be replaced.